Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that his battery charger is intermittent. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon, evaluation, the charger's power unit connector pins were not making contact with the charger. As a result, the charger was intermittently not powering up and therefore could not charge the patient's batteries. The root cause of the charger power connector not making contact with the battery charger cannot be positively identified. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.